Manufacturer narrative:
The hcg+b reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). Qc was acceptable on the day of the event. The sample was requested for investigation on 03-apr-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 analytical unit. The sample was initially tested on an e602 and the result was 4143 miu/ml. The sample was repeated multiple times on different modules and the repeat results were around 4000 miu/ml. The sample was also repeated on beckman and the result was 90,000 miu/ml. The customer then tested the sample with a dilution factor of 1:100 on the e801 resulting in an hcg+b value of 60,000 miu/ml. No questionable results were reported outside the laboratory as the results did not match the patient's clinical diagnosis. The customer suspected an interfering factor.

Manufacturer narrative:
Concomitant medical product and b7 sections were updated. The investigation is ongoing.

Manufacturer narrative:
Sections b7 and concomitant medical products were updated. The investigation of the received sample confirmed the following: the undiluted hcg+b result was significantly lower than all dilution results and was questionably low, but still not far from the upper end of the measurement range. The results obtained after testing with dilutions were confirmed to be correct. No streptavidin agent (sa) interference was detected. The investigation did not identify a product problem. The cause of the event could not be determined.